Event description:
A cartridge alarm was reported during the load process. There was no reported adverse impact to the customer's blood glucose level. The issue was resolved after the customer changed the cartridge before contacting support, and no further corrective actions were necessary.